Event description:
It involved a century xxii total knee model 2000. The knee is part of a prosthetic assembly for an external, lower limb, above knee amputee. Reportedly the primary engagement thread on the top (proximal) end of knee broke away from the distal attachment on pt's socket interface. The prosthetic leg, below the interface, became completely disconnected from the pt. The pt lost their balance and fell fracturing their arm. Hospitalization was required.